Event description:
It was reported to st. Jude medical that the lead was explanted due to an insulation break that resulted in noise, which caused the device to deliver inappropriate therapies.

Event description:
It was reported to st. Jude medical that the lead was explanted due to an insulation break that resulted in noise, which caused the device to deliver inappropriate therapies.